Manufacturer narrative:
The device used in treatment was returned for evaluation and we have established a relationship between the reported event and the device. A visual inspection of the returned device noted a missing bump-on which protects the external function buttons on the casing. A functional evaluation showed an error message of 'device failed-please return' and the root cause confirmed to be internal defective software. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, however this investigation is now complete with no further action deemed necessary at this stage. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment the device displayed "device failed" message. The patient tried to troubleshoot with tech support. No patient harm reported. Preliminary evaluation approved on 16-jan-2021 confirmed failure mode device failed please return.